Event description:
On or about (B)(6) 2008, plaintiff was implanted with a sparc sling system to treat stress urinary incontinence. Plaintiff's attorney has alleged that, "after, and as a result," the plaintiff. "Suffered serious bodily injuries, including, but not limited to, vaginal pain, bleeding, urinary problems, and other injuries." It was also alleged that, "as a result" of having the mesh implanted into her, "plaintiff has experienced significant mental and physical pain and suffering," and will "likely undergo corrective surgery, has required additional medical treatment, and has sustained permanent injury." Also alleged was that, "such injuries will result in some permanent disability."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.